Manufacturer narrative:
Reported event of noise and sensing issue was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of sensing or noise. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense and exhibited noise. It was also noted that there were no markers on the marker channel. The icm was explanted and replaced. The patient was stable.